Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
Material no: unknown, batch no: unknown. It was reported during use of the unspecified bd¿ syringe that insulin has been leaking from the luer connection between the needle and syringe. The following information was provided by the initial reporter: "customer reported ever since they have used the pump (current pump ship date 10/16/19), insulin will leak out of the crease b/w the syringe and needle customer acknowledged that its due to the needle not being screwed on tightly and has suggested that we provide syringes that has a needle already connected customer states they self troubleshoot by tightening the needle".

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: unknown batch no: unknown. It was reported during use of the unspecified bd¿ syringe that insulin has been leaking from the luer connection between the needle and syringe. The following information was provided by the initial reporter: "customer reported ever since they have used the pump (current pump ship date 10/16/2019), insulin will leak out of the crease b/w the syringe and needle customer acknowledged that its due to the needle not being screwed on tightly and has suggested that we provide syringes that has a needle already connected customer states they self troubleshoot by tightening the needle.